Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the abdominal aorta. A 40/7/2/100 equalizer balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.